Event description:
Patient was on a mechanical ventilator. The respiratory therapist was demonstrating how to use the air compressor function of the ventilator and when he turned the power switch to the compressor "on" he heard a popping sound and the ventilator immediately alarmed and went into battery backup. Rn noticed that the cardiac monitor was blank. They tried other red outlets but they were without power. The ventilator was then plugged into a regular outlet and it switched from battery power to wall power. Engineering was notified and reset the circuit breaker which restored power to the red outlets.====================== manufacturer response for mechanical ventilator, engstrom======================they are coming next week.